Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional indicated that the surgeon no longer had ultrasound with the handpiece. The machine was turned off and on and they switched the program to an alternate program on the system. Ultrasound improved but not at the level requested. The nurse manually increased the ultrasound power. It was also indicated that during cortex, the vacuum values on the machine were not reached. The procedure was completed. Patient harm was not reported.

Manufacturer narrative:
Additional information has been provided in d.10, h.3, h.6, and h.10. The company service representative examined the system and was not able to confirm or replicate the reported events related to the ultrasonic power. The company service representative was able to confirm and replicate the aspiration issue. Through further testing, the inlet pressure of the facility was found to be low and advised the site to have this repaired. As a preventative measure (pm), the footswitch was replaced. The company service representative upgraded the system software. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported ultrasonic events cannot be determined conclusively. The root cause of the reported aspiration event can be attributed to the facility¿s inlet pressure being too low. The manufacturer internal reference number is: (B)(4).